Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - +(B)(6).

Event description:
It was reported that the device required replacement of the flow sensor assembly. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. It was confirmed that the device required replacement of the flow sensor assembly. The service engineer replaced the flow sensor assembly. The system meets the specification for the performed service and was returned to use.